Event description:
Caller states the customer reportedly received result of 16.7 mmol/l on the advantage system and a result of 6.0 mmol/l on professional device within 10 minutes: no actions taken based on device results. No adverse event reported. Meter and strips replaced.

Manufacturer narrative:
The event occurred in other country.